Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was could not be established. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition and the details will be used for product trending. UDI: (B)(4).

Event description:
It was reported from netherland that during service and evaluation, it was determined that the battery handpiece device would not run - trigger defective, sticky trigger and failed pre-test for check function of the device and check for sticky triggers. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.